Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that when the physician repositioned the axium coil one time, it automatically detached. The coil remained implanted at the implanted location, and so there was no medical or surgical intervention required. No damage was observed to the pushwire, and it was discarded. There was no friction during delivery, and a continuous flush had been administered. It was indicated that all devices were prepared as per the instructions for use (IFU), and no patient symptoms or further complications were reported as a result of this event. The patient was undergoing surgery for treatment of a saccular, ruptured aneurysm of the anterior communicating (acom) artery with a max diameter of 5.7mm and a 4mm neck diameter. It was noted the patient's blood flow and vessel tortuosity were normal. Ancillary devices include a 6fr merit medical, chaperon 6fr, echelon 10 microcatheter, chikai 014.